Manufacturer narrative:
Per the clinic, it was reported that the patient was hospitalized for a duration of one day due to explant surgery. This report is submitted on july 03, 2023.

Manufacturer narrative:
This report is submitted on may 31, 2023.

Event description:
Per the clinic, the patient experienced pain and an infection at the implant site (specific date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2022 and the patient was reimplanted with a cochlear device during a different surgery.